Event description:
The hcp reported the patient presented in 2006 with signs of an infection of the device pocket. These included redness, swelling, drainage, pain, and incisional wound opening. Cultures of the device pocket and blood were negative for growth. The patient did have an elevated white blood count. The patient was treated with IV antibiotics and total device system explant. The infection resolved. The pt had a risk factor of end stage copd with the use of multiple inhalers and debilitated status. The patient had a similar infection 6.5 years ago.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.